Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-22041. It was reported the surgical procedure(reference MFR. Report: 1627487-2014-00789 and 1627487-2014-00790) was abandoned and the scs system was explanted because the physician was unable to advance model 3228 or model 3286 leads into the epidural space due to the patient's anatomy. The patient has severe scoliosis and a tent shaped vertebral space. The physician spent approximately 2.5 hours trying to advance the leads to no avail. The physician determined due to the patient's anatomy, any placement of the lead would not provide effective stimulation. The patient will pursue other treatment options.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.